Event description:
A peripherally inserted central catheter (PICC) was successfully placed for an unknown treatment. It was noted post placement that the catheter was cracked. No further details regarding the circumstances surrounding this event are available at this time. Should add'l details become available, a supplemental will be forwarded at this time. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the PICC catheter was cut approx. 12.5 cm distal to the suture wing. The cut piece of catheter was 22 cm long. The unit was flushed and a leak noted. There was a hole in the catheter 4 mm distal to the suture wing. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Direction for use outline appropriate placement, access and maintenance procedures.